Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device batch qpbckq and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what is the name of the procedure? Fixation of a central venous line was there additional tissue damage as a result of finding the needle part? No. Did the needle fall into the patient? No.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2021 and suture was used. During the procedure, the needle broke during the performance of an attachment point of a central venous route. There were no adverse patient consequences. No additional information was provided.